Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the staff of the laboratory department found that the negative pressure of the blood collection tube was too small when drawing blood for the patient. When the blood was drawn to 4ml, no bleeding could be drawn, which caused harm to the patient and required a second blood collection. Due to the low draw issue in the blood collection tube, a second blood collection was performed for the patient, causing additional pain.